Event description:
This is a supplemental report for a correction to the initial report (3008789114-2015-00008) for item listed below: brand name is recorded as "one touch meter" on the initial report. Brand name should be "prodigy autocode".

Event description:
This is a supplemental report to initial report 3008789114-2015-00008 to submit results from manufacturer's investigation of suspect device. Pdc sent request to manufacturer for an internal record review for the device in question. (B)(4).

Event description:
(B)(4) received a call on (B)(6) 2015 reporting a medical intervention that occurred on (B)(6) 2015 at 4:30pm. Patient called in stating that she was sitting in a motorized shopping cart and realized her sugar was getting low. Patient was displaying symptoms of jerking motions and passed out. Patient did not have the prodigy meter with at the time of the event. Patient tested her glucose with the prodigy meter before leaving home to go shopping. No information was given by patient as to what her blood glucose level was before she left home. Paramedics were called and upon arrival tested patient's glucose with their meter with a result of 32mg/dl. Patient does no recall how much time passed between testing at home with the prodigy meter and testing with the paramedic's meter. No information was given as to what the reading was on the prodigy meter before she left home. Patient was given treatment by paramedics but did not recall what it consisted of. Patient was not transported to ER.